Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was successfully implanted. The procedure was successfully completed and the patient returned to the cardiology department. In the afternoon, a pacemaker check was performed. An abnormal ventricular lead impedance was measured. Therefore, the physician has decided a reintervention on the same day. After incision pacemaker check, the cardiologist found a mismatch between the ventricular lead into the connector. The screw thread on the ventricular lead was defective and could no longer hold the lead in place.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was successfully implanted. The procedure was successfully completed and the patient returned to the cardiology department. In the afternoon, a pacemaker check was performed. An abnormal ventricular lead impedance was measured. Therefore, the physician has decided a reintervention on the same day. After incision pacemaker check, the cardiologist found a mismatch between the ventricular lead into the connector. The screw thread on the ventricular lead was defective and could no longer hold the lead in place.